Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction at sensor insertion site that occurred on (B)(6) 2015. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's mother reported that the patient's skin is very red, bloody looking and swollen below the adhesive patch. Itchiness starts very quickly and after 2 days of use, the skin surface looks bloody. Patient started having skin reactions after 10 months of use. Patient's mother treats the affected area with fougera triamcinolone cream, prescribed by patient's physician in (B)(6) 2015. An exact date of medical intervention and prescription is unknown. Additionally, patient's mother treats the skin with johnson and johnson's tough pads and tegaderm. Currently, patient's mother has moved sensor insertions to the patient's leg to allow other areas to heal. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.